Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 03/17/2016. Evaluation of the incident antenna confirmed it was broken. The break is consistent with the antenna exceeding the shaft bend radius limit. Review of the manufacturing records for the reported lot number confirmed the lot was released meeting all specifications. No trend has been identified for this failure mode.

Event description:
The customer reported that the device was being positioned within a lesion which the surgeon wished to thermally ablate and the device snapped at the junction of the shaft and the antenna handle. The device was removed without activation. The antenna broke during placement but did not separate until after it was removed from the patient. The patient was large (high bmi) and required a longer probe to access the liver lesion. There was no injury to the patient. No medical intervention was required. They used another probe to correct the problem and it worked without further consequence.